Manufacturer narrative:
E1: initial reporter phone no.: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keypad numbers 7,8 and 9 were not working. This occurred upon device power up in the emergency room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of keypad numbers 7, 8 and 9 were not working was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be found keys 7 and 8 had intermittent output. The keypad will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.